Manufacturer narrative:
The alinity c processing module, serial number (B)(6) was assessed due to false elevated potassium results, and it was determined that the ict module required replacement. The replacement of the ict module resolved the issue. Return testing was not completed as returns were not available. The instrument service history review determined that there were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending did not identify any trends associated with ict module. The ict module is used for analysis of electrolytes on the alinity c processing module. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Review of the product monitoring review for clinical chemistry systems did not identify any similar issues related to the alinity system. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the alinity c processing module, serial number (B)(6) or the ict module was identified.

Event description:
The customer observed falsely elevated potassium results on an alinity c processing module and provided the following data (customer reference range is 3.5-5 meq/l): sample ID (B)(6): initially result of 6.6, repeated result multiple times = 4.8. The initial result was not reported out of the lab. There was no impact to patient management reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.